Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen became cracked after the customer went sledding. In addition, it was reported that a cartridge change error occurred with multiple cartridges during the load sequence. There was no reported impact to the customer's blood glucose level. Contact declined to further troubleshoot with tandem technical support and customer reverted to manual injections for insulin therapy.